Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat pt/inr not correlating with the lab instrument using two different lots. Lot#: r11288, manufacture date: 10/01/201, expiration date: 03/28/2012. Lot# r11321b, manufacture date: 11/01/2011, expiration date: 05/14/2012. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.